Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event block d2b: product code - qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: 7070348. Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1232. Serial number: (B)(6). Batch/lot number: 529564. Model/catalog description: wavewriter alpha 32 ipg kit. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 28504937. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances. The patient underwent an scs replacement procedure and was doing well postoperatively. The explanted device components were not returned per facility policy.